Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mc7936, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure date of the initial procedure, (B)(6) years old, male, on what tissue was the suture placed? Skin. Was the patient brought back to the operating room to have the suture removed? Unk. Was re-suturing performed on the patient? Unk. Was medical intervention performed/provided for the patient? If yes, please describe. Removed suture and dressing. Product code and lot number vcp317h and mc7936. What is the patient¿s current status? Stable.

Event description:
It was reported that a patient underwent a hernia repair procedure on unknown date in 2019 and suture was used. 15 days after the procedure, around (B)(6) 2019, the incision turned red and swollen. The surgeon removed the stitches, applied dressing and the patient condition changed for the better. Additional information has been requested.